Event description:
Healthcare professional reported "capsulorrhaphy with durasorb insertion". Later healthcare professional reported "pocket positioned lower". Treatment: singulair. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "capsulorrhaphy with durasorb insertion". Later healthcare professional reported "pocket positioned lower". Later healthcare professional reported "implant exposure due to open wound". This record is for the right side. Device was explanted and replaced and it will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "implant exposure due to open wound" . This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "capsulorrhaphy with durasorb insertion". Later healthcare professional reported "pocket positioned lower". This record is for the right side. Device was explanted and replaced and it will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.